Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 300 mg/dl). Customer used different infusion sets to address bg. Customer alleged the pump was the cause of the event. Customer reverted to another pump for insulin therapy.